Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The lesion in the circumflex (cx) artery was predilated with a 2.0x12mm maverick balloon, inflated to 20 atm's. The physician then tried to deliver a taxus liberte' 2.75x28mm drug eluting stent. The stent would not reach the lesion. When the physician tried to remove the stent system, the proximal portion of the stent was caught on the guide catheter. The physician removed the guide and wire with balloon, but the stent became dislodged and was lost in the leg. Physician continued the procedure and completed it with a new 16mm taxus liberte' stent. No patient complications were reported. Pt status is satisfactory.